Manufacturer narrative:
The autopulse platform (s/n: (b)4)) was returned for evaluation. The customer reported complaint of the platform displaying error message user advisory (ua) 12 (lifeband not present) was confirmed during archive review but not during functional testing. Visual inspection was performed and found damaged load plate cover and cracked bottom cover. In addition, the encoder drive shaft was observed to not rotate smoothly. Autopulse platform is a reusable device, therefore, this type of physical damages found during visual inspection is characteristic of normal wear and tear for the life of the device and is unrelated to the reported complaint. Autopulse platform was manufactured in march 2008; the device is almost 9 years old. Archive data review showed error message user advisory 12 (lifeband not present) on the reported event date of (B)(6) 2017. Functional testing was performed and the reported issue of ua 12 fault could not be reproduced. The lifeband clip detect switch inspection was performed and it indicated that the switch closes and the switch lever is parallel to the switch case. The platform did not exhibit user advisory 12 error message during testing. In addition, the screws holding the switch lever parallel to the switch case was inspected and they were tightened correctly. Furthermore, a brake gap inspection was performed on the platform and the brake gap was found to be within specifications. Per the battery hangtag - advisory codes description and action, user advisory 12 is an indication that the autopulse has detected that the lifeband is not properly installed. The load cell characterization test was performed and it shows that both load cell modules are functioning within the specification. Further testing was performed with a run-in test using a 95% patient test fixture (large resuscitation test fixture) for 15 minutes, the platform stop compression multiple times with fault 16 (timeout moving to take-up position) and fault 27 (encoder fault (speed > 3000 rpm, no unwind). It was determined that the drivetrain motor and the encoder were at fault. The observed faults code 16 and 27 are unrelated to the reported complaint. Upon replacement of all defective parts, the platform was re-evaluated through functional testing and the platform passed all testing criteria. An additional repair and update was completed (unrelated to the reported complaint) to ensure that the autopulse platform is functional without issue. The bottom cover and load plate cover were replaced. The clutch plate was deburred due to a stiffness on the drive shift, after which the platform passed both the run-in and final functional tests. An additional repair and update was completed (unrelated to the reported complaint) to ensure that the autopulse platform is functional without issue. The bottom cover and load plate cover were replaced. The clutch plate was deburred to remedy the encoder drive shaft not rotating smoothly, after which the platform passed both the run-in and final functional tests. Historical complaints were reviewed for service information related to the reported complaint and there was no previous history of related complaints for autopulse sn 21824. The death was not related to the autopulse device. The cause of death is likely to be the patient's underlying clinical condition. Patient was pulseless and apneic with v-fib. Manual CPR, shocks, and mechanical CPR were administered, EKG continuously indicated fine v-fib. The autopulse is used as an adjunct to manual CPR in cases of clinical death. The benefit of using the autopulse is that it in part substitutes mechanical compressions for the physical labor of manual chest compressions. When the autopulse unexpectedly stops compressions, rescuer should revert to manual CPR, which is the standard of care. Changing from the autopulse to manual CPR can be made in just a few seconds, and is similar to the time necessary for rescuer rotation. Trained users can perform resetting and exchanging battery quickly, and therefore minimize delay and interruption of the compression.

Manufacturer narrative:
The autopulse platform in complaint was returned to zoll on 04/18/2017 for investigation. However, investigation is still in progress. A supplemental report will be filed when investigation has been completed.

Event description:
The (B)(6) fire rescue responded to a 911 call on (B)(6) 2017 for a (B)(6) woman that was found unresponsive. The patient was pulseless, apneic and found to be having a seizure. Manual CPR was initiated. EKG paddles were applied with reading indicating v-fib. Manual CPR was continued while lp15 charged to 200j. Shock was delivered and CPR was resumed using the autopulse platform. During the resuscitation attempt for patient in cardiac arrest, the autopulse platform would not stay in continuous cycle mode. The autopulse platform repeatedly required resetting. A red light on the platform was observed and then stopped working completely at the hospital. Error message user advisory (ua) 12 (lifeband not present) was also observed on the lcd display. The battery was found to be low in power and was replaced at the hospital. Manual CPR was used intermittently with the autopulse. Rosc was not achieved and patient expired.